Event description:
Caller reported that their pump screen was dark and would not turn on, which resulted in their blood glucose level exceeding 500 mg/dl, as it displayed "high." In response to the high blood glucose, the caller administered a correction injection via multiple daily injections (mdi). Tandem technical support advised the caller to attempt various troubleshooting steps, including using a different power source, but the pump still failed to turn on or charge. Reportedly, customer reverted to manual injections for insulin therapy.